Event description:
It was reported that longer than normal needle was found before use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "the needle seems to be longer than usual."

Manufacturer narrative:
Investigation: our quality engineer inspected the sample and photographs provided. Bd received one unused insyte autoguard 22ga unit without packaging from material number 381823; lot number unknown. Three photographs were also submitted which displayed the entire 22ga unit with needle cover in place, a catheter/adapter assembly and needle with the needle cover removed and a close-up view of the catheter tubing and needle tip. The needle length, catheter tubing length and lie distance were all measured and found to be acceptable per specifications. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that longer than normal needle was found before use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "the needle seems to be longer than usual."